Event description:
Healthcare professional reported, a left side rupture. And implant exchange from textured to smooth, due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
Clarification to b.3: (B)(6) 2023. Photo analysis: visual analysis of the photographs identified, anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Rupture observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and implant exchange from textured to smooth due to the concerns of the product. The device has been explanted.